Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator in 2018 (specific date not reported). Subsequently, the patient underwent a revision surgery in order to perform a surgical closing of the affected site (specific date not reported). The implanted device remains.